Event description:
The patient's father contacted baxter's customer service to inform that 01 unit of the product code was received 03 holes on the package. The customer informed that the shipping package had a hole as well. The product was received via normal postal service(B)(4). The product was not used; there was no patient injury involved. No further information is available.

Manufacturer narrative:
(B)(4). This report for holes in the cassette overpouch could not be confirmed in the lab. A picture of the unused unit was returned to baxter for complaint investigation. The picture was visually inspected and it was noted that the only holes in the pouch was the flutter vents. No manufacturing abnormalities were noted during visual inspection. A batch review was performed on the associated lot with no issues noted. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.